Event description:
It was reported during a routine check performed by customer the cs300 intra-aortic balloon pump (iabp) unit alarmed low vacuum. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and found that low vacuum error. To fix this issue fse replaced manifold drive assembly. All functional test were performed and passed as per factory specifications. Device cleared  for customer use.

Event description:
N/a.